Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was outside of clinical use when the issue occurred. The customer reported that when the machine was turned on, it gets to the philips logo and then stops, requiring 3 attempts to fully boot up. As the remote solution was not possible, an onsite service was requested. The philips field service engineer (fse) subsequently cancelled the quote due to the incorrect installed product (ip) number, resulting in no service being rendered by philips. Till date, no recurrence has been documented. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The issue had been reported on the wrong ip and no malfunction was identified on the current system. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the system did not boot up. It froze at the philips logo screen. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.